Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. When she opened the cassette door she found fluid leaking in the cassette compartment. The pt was advised to contact her pd nurse. The set that was used was discarded, however the pt has a companion sample and has made that available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. Her effluent has remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation, use tested, and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.